Event description:
Caller reported the button on the pump is non-functional; exact button was not provided. No adverse event reported. No product will be returned due to customer and legal issues in russia.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.